Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 red component damage. On (B)(6) 2024, while performing a filled tension-free hernia repair on a patient and preparing supplies for IV infusion, it was discovered that prior to the patient performing a filled tension-free hernia repair, while preparing supplies for IV infusion, it was discovered that the tee connector for the infusion had slipped off, and when connecting it to the other tee for the infusion, the connector nut had slipped out of its threads, resulting in fluid leakage. It could not be used normally.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. In our instruction for use, which is enclosed in each box, our recommendation is: do not over tighten connections, check connections regularly, change stopcocks every 72 hours, when lubricious or fat infusates are used change stopcock every 24 hours,an exact cause for this incident could not be identified. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.